Manufacturer narrative:
The device was returned to olympus and the evaluation found: the aw-tube has foreign objects and aw-cylinder (tube) has foreign objects. Based on the results of the investigation, the cause traced to failure to follow instructions. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the aw-tube has foreign objects and aw-cylinder ( tube) has foreign objects.